Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced acute congestive heart failure. Approximately a week after the procedure was successfully completed the heart failure was identified in the patient and they were hospitalized. The patient was given lasix intravenously and discharged after 4 days with prescribed diuretics. The patient is considered to have fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.